Event description:
The patient has moved to another city and family has chosen to not pursue revision surgery at this time. Although surgery may occur in the future, it has not occurred to date.

Event description:
A clinical nurse specialist at a treating vns office observed high impedance on a system diagnostic test. It was reported that the patient has not experienced any trauma or manipulation that may contribute to the high impedance. The patient has not experienced any adverse events as a result of the high impedance. Follow-up with the site on (B)(4) 2013 indicated that the device had not been turned off to date. No additional information was provided. Although surgery is likely, it has not occurred to date. Ap and lateral views of the neck and chest were reviewed by the manufacturer. The generator was visualized in the left side of the patient's chest and placement appeared to be normal. The connector pin appeared was seen past the connector blocks, and the filter feed thru wires were intact. The lead appeared intact at the connector pin. There was a small portion of the lead behind the generator and continuity in that portion of the lead could not be assessed. Based on the x-ray image provided, a cause for the high lead impedance could not be identified, however the presence of a microfracture in the lead or a lead discontinuity in the portion of the lead that could not be assessed cannot be ruled out. The radiology report dated (B)(6) 2012 indicated the findings were that the vns leads appeared intact.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's device was disabled on (B)(6) 2012.

Event description:
Additional information was received indicated that he patient had moved and was now being treated by a different neurologist. The patent was evaluated on (B)(6) 2013 for the first time by the new neurologist. The nurse reported to the company representative that the patient's device had been disabled, and system diagnostics still showed high lead impedance with dcdc=7. The nurse stated that the family is not convinced that the vns has worked for the patient and may not want to go through with a revision surgery. At this time, revision surgery is not being pursued.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer; no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the nurse at the patient¿s new treating physician¿s office which revealed that it is unclear if the patient has benefitted from vns therapy since they just recently began seeing the patient and the high impedance was already present at that time. The patient¿s seizure does not appear to be well controlled but there are medication options for him. At this time, the patient and physician are not pursuing revision surgery.

Event description:
Ap and lateral chest and neck x-rays from (B)(6) 2014 and (B)(6) 2014 were reviewed by the manufacturer. Based on the x-rays received, the cause for the reported high impedance cannot be determined. There was nothing seen that would indicate there was any damage to the generator or lead causing a high impedance condition; however, the presence of a micro-fracture in the lead cannot be ruled out. A suspect area was identified in the lead body region inferior to the electrodes, although a definitive lead fracture cannot be confirmed.

Manufacturer narrative:
The initial report inadvertently reported that the device was not diasbled.the initial report inadvertently reported that the date of the last programmed settings incorrectly.

Manufacturer narrative:
Review of the lead manufacturing records were performed. Review of the lead manufacturing records confirmed that all quality tests were passed prior to distribution.